Manufacturer narrative:
Concomitant products: product ID: addrl1, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product ID: 4965-35, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2013. Product ID: 2292. (B)(4).

Event description:
It was reported that during a routine device replacement procedure the ventricular lead began to have high thresholds and varying impedance readings. It was also noted that the atrial lead impedance readings were varying during the procedure. The analyzer cables were changed out and the varying impedance continued. After the leads were connected to the new device the impedance reading were within normal range. The physician later decided to cap and replace both the ventricular and atrial leads. No patient complications have been reported as a result of this event.